Event description:
Complainant alleged that during a routine shift check by a clinician, the device when powered on, displayed a dot on the video screen and when switched to defibrillation mode the dot becomes a horizontal line. Complainant indicated that there was no pt involvement in the reported failure.